Manufacturer narrative:
Tw: (B)(4). Event site name exceeded character limitations: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure, vasoview hemopro 2 jaws stopped working and wouldn't activate. They changed out the cord, adaptor and generator and the device did not work. They had another kit opened and it worked. There was no damage noted to the cord, adaptor and power supply prior to use. It passed the pre-cautery test. It is unknown if there was an audible beep from the power supply during activation. The device timed out. A new device was used to complete the procedure. There was a minimal procedural delay. There was no patient harm.

Manufacturer narrative:
(B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 11/18/2025. An investigation was conducted on 11/25/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed on the harvesting device handle. There were no visual defects observed on the intact heater wire or the intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations. No additional testing was conducted. Based on the returned condition of the device as well as the evaluation results, the reported failure " electrical /electronic property problem¿ was confirmed. The DHR shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. A manufacturing engineering evaluation was conducted. The complaint was confirmed. An electrical evaluation was performed. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c­ vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicates electrical energy is being delivered to the complaint vh-4000 hemopro2 tool but the heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up as expected. Additionally, it was observed that while electrical energy was being delivered to the complaint vh-4000 hemopro2 tool, the proximal end of the shaft tip near the black flex shaft became extremely hot to the touch. This indicated that there was an electrical short in this section of the shaft tip. Next, to evaluate why the shaft tip was getting hot, the shrink tubing and shaft pin were removed from the shaft tip. The jaws were then removed from the shaft tip. It was determined that the guide pin had punctured and damaged the wire insulation. The damage from the guide pin was then exacerbated by the insertion and removal of both the guide pin and shaft pin. Refer to figure 1. Out of tolerance consideration: the guide pins, which caused the damage to the wire insulation, are inserted through the aligned openings per work instruction 90523412 (flex shaft assembly). The shop floor paperwork for the hemopro 2 tool subassembly batches 3000483793 and 3000483880 (material 90527943-01) was reviewed to determine what equipment was used in the flex shaft assembly station. Subsequently, an oot query was performed for the date range from november 01, 2023 to november 11, 2025. An analysis was performed, which confirmed that no equipment used in the flex shaft assembly process (work instruction 90523412) was out of tolerance. Based on the manufacturing engineering evaluation, the reported failure "electrical /electronic property problem¿ was confirmed. The lot # 3000484607 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a